Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced a hyperglycemia episode with a highest cgm reading of 225 mg/dl over approximately two hours while using an inset infusion set on the left abdomen and a freestyle libre 3 plus cgm, with no fingerstick confirmation available and no alerts or alarms noted. Symptoms included no reported clinical symptoms. Outcomes included user education and troubleshooting, with instructions to allow time for glucose to decrease and to call back if levels remained elevated. Investigation included case intake, triage for hyperglycemia, and user guidance on monitoring and follow-up. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no evidence of device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.